Event description:
The user facility reported that the guidewire coating was partially sheared off during an ureteroscopic procedure to place a ureteral stent. The doctor reportedly inserted the cystoscope, then the guidewire without difficulty. After inserting the ureteroscope, he saw some of the guidewire "unraveling". The physician proceeded to retrieve a stone and place a stent. When the guidewire was withdrawn, pieces of the coating were confirmed to being missing. The physician flushed out the bladder, and then, added fluid to the bladder so the pt would void upon awaking. The pt condition is reported to be "fine".